Manufacturer narrative:
(B)(6). Device evaluation and inspection, service repair noted the following findings: forceps elevator has foreign material. Dirt around forceps elevator was observed. In addition, low angulation was noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return inspection with no complaint received from the customer, service repair found the forceps elevator has foreign material. There was no patient harm , no user injury reported due to the event. This report is being submitted for forceps elevator with foreign material found on device return inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material came from outside the device, however, the foreign material could not be identified. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.